Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple glucose fluctuations while using the ilet and had not been meal announcing due to concern about hypoglycemia; their endocrinologist recommended a factory reset, and customer care documented blood glucose details and guided the user through the reset, with education provided on proper use and use of oral glucose as needed. Symptoms included hypoglycemia and hyperglycemia, with associated nausea, shaking or tremors, and hot flashes or flushing. Outcomes included the need for unexpected medication intervention, specifically oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem, specifically an improper or incorrect procedure related to the user interface, and no device problem was found. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.